Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h11c31030 and h11d12038 with no issues noted that could be related to the reported event of peritonitis. There were no deviations from standard procedure. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). The patient was prescribed two product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name and 510k number which have been provided. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).